Manufacturer narrative:
Block b3: exact date unknown, event occurred in the beginning of may 2024.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.